Manufacturer narrative:
This supplemental report was created to correct the bsc aware date in report details tab. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information indicated that the patient had blood infection and steam pop. There were no additional adverse patient effects reported. This pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information indicated that the patient had blood infection and steam pop. There were no additional adverse patient effects reported. This pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.